Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. The reporter stated that solution delivery was confirmed when the device was removed from the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.